Event description:
Silicone breast implants. Put in 12-8-83 took out because of drastic changes in body. (7-22-97 removed) of implants both implants were broken silicone was lying over top of both sacks. Have progressivly had problems with pain & aches in joints. Dry mouth & eyes, rashes on face and lower areas.